Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material found inside the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed white foreign material found inside the jet channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the scope cover, it is possible that proper/efficient reprocessing could not be performed and the foreign material was not removed. The issues may be detected/prevented by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.